Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 414 mg/dl at the time of incident and the current blood glucose level was over 250 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.